Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. Device investigation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. It was presumed that tensile stress exceeding the product's design limit was applied while the catheter tip was being trapped by the calcified lesion, and that stress led the catheter tip to be damaged and eventually separated upon removal from the anatomy. However, details could not be ascertained based on the information obtained. Although device investigation could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. Instructions for use states that: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of the subject microcatheter became separated during a percutaneous coronary intervention to treat a calcified subtotal occlusion in the rca. The tip of the microcatheter was ripped off and was stuck in the lesion. The separated tip was retrieved by using a snare. There was reportedly no adverse patient effects or sequela.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.